Event description:
Since replacement of our monitors/defibrillators in june 2020, there have been at least four reports of broken usb ports that has only been a problem since replacing our old defibrillators. Three of the reports were available to reporter and are as follows: zoll x series defibrillator/monitor event date: (B)(6) 2020: event: 12 lead EKG failure. Unable to obtain 12 lead EKG. Electrodes repositioned and placed, plug connection to main EKG cable checked and reconnected without improvement, and main plug connected to monitor also checked without improvement. Also temp. Probe reading given on monitor following temp probe placement and cable connection. Emergency department staff advised no EKG lead had been obtained. No injury to patient. Follow up: biomedical engineering formal report not written but findings are a broken usb port. Zoll x-series defibrillator/monitor event date: (B)(6) 2020: event: unable to perform EKG with monitor, "obtaining 12 lead EKG, tracing not appearing on screen. Re-attempted second time. Same result. No injury to patient. Follow up: biomedical engineering found broken usb connector. Unable to load data. Unit back to vendor for investigation and repair. Zoll x series defibrillator/monitor event date: (B)(6) 2020: event: new zoll had plastic piece come out of the usb port causing the usb to be inoperable. Pulled from service. Follow up: ambulance services will monitor for further usb issues. Biomedical engineering recommending the purchase of and use of a 90 degree adapter to avoid damage to the usb ports on the new defibrillators.